Event description:
The customer reported the device alarmed o2 not available. Due to reported 1208 (o2 not available alarm) occurrence; the ventilator discontinues oxygen support. Loss of the oxygen source can be detrimental to a patient. No patient harm reported. Patient information requested.